Event description:
It was reported that a physician was attempting to use a sprinter legend balloon to treat a stenosed lesion in the lad. The device was prepped prior to use with no reported issues. During the surgery, it was reported that the balloon could not be deployed at the lesion site. It was reported that the balloon failed to inflate completely and afterwards could not be deflated at the lesion site. A new device was used to complete the surgery instead. No reported patient complications. Evaluation summary: the device was returned for evaluation. The hypotube was kinked under the strain relief. The distal shaft was kinked distal to the guidewire entry port. The distal tip was flared. The balloon of the returned device was completely deflated when received. Visual inspection of the device confirmed there was no stretching or necking of the inflation lumen and balloon bond. There was crystallized residue visible in the inflation lumen and balloon. The device was placed in a waterbath to disperse the residue. On removal of the device from the waterbath the balloon was inflated and deflated to rated burst pressure as per specification with no issues noted.

Manufacturer narrative:
Evaluation: results - (root cause undetermined). Conclusion: results - (root cause undetermined). (B)(4).